Manufacturer narrative:
The edwards commander delivery system was not returned to edwards lifesciences for evaluation. A DHR review of relevant work orders did not reveal any issues that could have contributed to this complaint. A review of complaint history for the month of (B)(6) 2016 reveals that the occurrence rates for the trend category leakage for the commander delivery system did not exceed the control limit. During manufacturing, the balloon was inspected visually (heavy scratches, gel-spots, and fish eyes) and dimensionally for defects. Also the balloon wall thickness was 100% inspected. The commander delivery system underwent 100% visual inspection for the following: during the pleat and fold process the inflation balloon was visually inspected for scratches and distortion/pinched folds. Inspect entire device at a minimum 2.85x magnification for mechanical damage (i.e. Kinks, cuts) by both manufacturing and quality. Balloon catheters are 100% leak tested before final quality inspection. Furthermore, post-sterile delivery system samples underwent de-airing during product verification testing. All samples tested pass acceptance criteria. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. Due to the device not being returned for evaluation, the complaint for balloon-leakage was unable to be confirmed. Engineering was unable to perform visual inspection, functional testing or dimensional analysis; therefore, a manufacturing nonconformance was unable to be determined. A review of available information provided no indication that a manufacturing non-conformance contributed to the reported event. Imagery provided in the case file shows that the patient had tortuous access vessels but did not include the balloon inflation process or balloon leakage. Thus, imagery did not provide any information that can identify any potential root causes for the reported event.

Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by the edwards european affiliate, during the implant of a 29mm sapien 3 valve, by tf approach in the aortic position, the balloon wouldn't properly inflate due to a balloon leakage. The patient was converted to surgery. The sapien 3 valve was explanted. The balloon was cut from the system in order to remove it. After the chest was open the valve was removed manually. A perimount surgical valve was implanted. The patient remained stable during the procedure and is doing well.